Event description:
The manufacturer received information alleging a ventilator was alarming for a low volume issue. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.